Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 1500 mcg/ml of baclofen at 351.mcg/day via an implantable pump. It was reported the patient's pump went empty back in (B)(6) of 2018. The hcp recently took over care for the patient and filled the pump on (B)(6) 2020. The hcp has brought the patient in weekly for titrations and on (B)(6) 2020 they increased the patient from 351 mcg/day to 396.06 mcg/day.